Event description:
A physician reported that during an intraocular lens (iol) implant procedure, reported that lens insertion failure occurred and the lens was ejected intraocularly with the trailing haptic torn during insertion. The broken lens was removed from the eye. The surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was returned for analysis and broken haptic was observed. The device was received in a blister tray inside the carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. The lens is returned outside of the device. The lens is cut in a half. One haptic is broken torn and is returned. The root cause for the broken haptic could not be determined. The lens is returned outside of the device. The lens is cut in a half. The observed damage is consistent with lens having been explanted. One haptic is broken torn and is returned. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).